Event description:
Reporter states the end user would be driving along and the chair would jump to the left or the right and sometimes forward as well. End user stated that the chair would do this after it reached max speed. The chair would also have jerky motion as if it were shutting down and powering back up again. No injuries reported.